Manufacturer narrative:
(B) (4). Customers meter (B) (4) was returned for investigation. The complaint was not confirmed. The meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
On (B) (6) 2010, PICC line inserted. At approx 0350, on (B) (6) 2010, infant developed spontaneous bradycardia with heart rate between 70 and 110. Required o2 at 35% to maintain adequate o2 saturations, but heart rate would not improve; infant was intermittently hypoxic. A dose of epinephrine administered heart rate increased to 140. Infant developed profound bradycardia, heart rate in 30 - 50's, and then became asystolic. Md able to witness electrical activity without auscultable cardiac sounds. Pericardiocentesis produced approximately 1 ml of milky fluid, which appeared to be consistent with tpn. Echocardiogram confirmed the evidence of a pericardial effusion and under ultrasound guidance md was able to remove approx 7 ml of what appeared to be chylous fluid. Despite resuscitative efforts, infant expired. Md suspects infant developed a cardiac tamponade secondary to a pericardial effusion resulting from the migration of the PICC catheter.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(4)-2009. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).

Event description:
Customer reported their freestyle freedom lite meter did not respond upon test strip insertion. Customer also reported experiencing symptoms of shakiness, dizziness, headache, thirst and dry mouth and taking her oral diabetes medication to counteract her symptoms. In addition, customer reported going to a health care facility where they received a blood glucose reading of 298 mg/dl and was diagnosed with severe hyperglycemia. The customer was treated with an oral diabetes medication and an IV. There was no report of death or permanent impairment associated with this case.